Manufacturer narrative:
An additional lot number was reported (lot #m017728). The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the user saw air bubbles on multiple occasions. The user successfully changed the cartridges. There was no impact to the user's blood glucose level.